Event description:
Event description guidant received information that this patient requested a device repositioning as the device was rubbing against her arm pit. During the procedure, the egms were reviewed and it was noted that the patient had some tachyarrhythmias in the past that were not successfully converted. Fluoroscopy revealed lead dislodgement. An attempt to remove this right ventricular (rv) endocardial lead was done but it was so fibrosed in the tissue that the cardiologist stopped the procedure. The patient later had a lead removal by another physician at another hospital. The rv lead was then removed and replaced.